Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 18g x 1.25" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: concern description valves not working-blood was flowing out of port that attaches to IV.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-jan-2023 . H6: investigation summary. Bd received an unsealed 18 gauge nexiva unit from lot 0058841 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the catheter with media present inside of the device indicating that the device was used. The device was also missing the needle and needle cover. Next, a flush test was performed using a 10ml luer lock syringe. The device flushed successfully with no leakage observed. The catheter adapter was microscopically analyzed and the septum appeared to be damaged or had a gap. This would also explain why there was media present in that area. Therefore, based off the observed damage to the septum the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due the septum being misaligned or damaged during production.

Event description:
It was reported while using bd nexiva single port with maxzero, 18g x 1.25" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: concern description valves not working-blood was flowing out of port that attaches to IV.